Event description:
It was reported that the patient previously had his vns explanted on (B)(6) 2011 due to the lead protruding from the skin. The generator was also explanted. The patient reportedly responded well to vns however due to health issues, the patient is not currently planned to be re-implanted. Follow-up with the surgeon's office found that the protrusion was first observed by the surgeon on (B)(6) 2011. The surgeon opted to remove the patient's vns lead and generator to prevent possible infection which was performed successfully. It is unknown what the protrusion is due to however the surgeon indicated that there was possible manipulation of the lead by the patient. It was unknown if any physiological changes such as weight loss had contributed to the event. Attempts for the return of the explanted products are in progress.